Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the rv lead was capped and replaced on (B)(6) 2016. Patient was symptomatic with dizziness and diaphragmatic stimulation at high output. Patient had ischemic cardiomyopathy and paroxysmal heart block. When the physician positioned the new lead in the rv apex, no capture was observed. The physician suspected that the ischemia was what caused the thresholds to rise, and that there was no problem with the lead. Since threshold measurements had risen to unacceptable levels, the new lead was implanted in the high septum. There were no complications during the procedure and the patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was elevated capture thresholds on the patient's rv lead previously. It has been varying since the last check-up. The r waves are small but have been stable. The patient was doing fine and was asymptomatic.